Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead had noise oversensing that resulted in high ventricular rate (hvr) episode being recorded. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.